Event description:
A malfunction was reported on the customer's pump with a code "malf 3" and a fault ID of 02076. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.